Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The journal article does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. On (B)(6) 2013, intuitive surgical inc. (Isi) contacted a physician who co-authored the journal article to obtain additional information regarding the reported event. The physician indicated that all surgical procedures reviewed in the journal article occurred at the (B)(6). The physician did not provide the surgeon name or procedure date related to the reported event. On (B)(6) 2013, isi contacted the risk management department at (B)(6). The risk manager was unable to provide any additional information regarding the reported event. This complaint is being reported due to the following conclusion: the journal article stated that a patient sustained a combined bladder and bowel injury after undergoing a robotic hysterectomy procedure. However, at this time, it is unknown how the patient's injuries occurred. It is also unknown if a malfunction of a da vinci system, an instrument, or an accessory caused or contributed to the patient's injury.

Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a journal article titled, perioperative outcomes of robotic versus laparoscopic hysterectomy for benign disease. Within the article, the following statement was documented, one patient who underwent robotic hysterectomy sustained a combined bladder and bowel injury diagnosed 14 days postoperatively after presenting with fever and pelvic abscess. No additional information was provided regarding the reported event.